Event description:
The pt is reportedly experiencing a decrease in sound performance. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed that it is functioning. The pt's internal device was explanted. The pt was implanted with another advanced bionics device.